Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply, ps2 power supply and ups (uninterruptable power supply) were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system experienced an error and an un-commanded shut down. There is no report of a patient injury or death associated with this event.